Event description:
It was reported that the patient was seen and appeared intoxicated and emotional. The patient thought that the device had "fired". The superior vena cava (svc) coil of the right ventricular (rv) lead has had increased impedance and is high. The right ventricular (rv) coil of the lead has also increased. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 7274 implantable cardioverter defibrillator, (B)(6) 2005; 1488tc competitor implantable pacing lead, (B)(6) 2004.